Manufacturer narrative:
The pad-pak was first installed successfully on the 7th february 2010 and performed to specification up to the 31st august 2014. The device failed a self test due to a low battery on the 7th september 2014. A fresh pad-pak was installed on the 9th september 2014 and the device performed to specification up to the 28th june 2015. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(4) 2015 and the final history log entry on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins during this time. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.